Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 532 mg/dl and ketone level was large. An insulin injection was administered to address bg. Customer had not changed the cartridge after a valid empty cartridge alarm was received. Contact reported that the empty cartridge was expected and due to not changing it, bg elevated. Customer did not require medical assistance and at the time of the report, contact reported that the customer was "good".